Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 1 of 2 medwatch reports regarding this event.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery due to inaccurate sensor reading. The customer also reported receiving sensor updating alerts and lost sensor signal alert. The customer reported blood glucose value of 30 mg/dl was treated with carb intake in the emergency room visit. The event involved product(s) unk_reservoir, unomedical, mmt-1884 and mmt-7040a. Troubleshooting was partially performed for hypoglycemia and it was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. It was unknown whether the customer was using pump system within 48 hours of the reported event. Troubleshooting performed for communication issue and confirmed transmitter serial number was programmed in manage devices screen. Communication issue was resolved by inserting new sensor. The discrepancy between the sensor glucose value of 189 mg/dl and blood glucose value of 98 mg/dl was not within the target range. No further patient complications were reported. No product return is required for unk_reservoir, unomedical, mmt-1884 and mmt-7040a.